Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Troubleshooting pending. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction h6: investigation findings submitted should have been 110 design error instead of 3221 no finding available. Correction h6: investigation conclusion code submitted previously should have been 12 cause traced to device design instead 4315 cause not established. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.